Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak and connection issue were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending and the mid right coronary artery using a non-abbott fractional flow reserve (ffr) guide wire and a copilot bleedback control valve (bbcv). The ffr guide wire was advanced to the distal part of the target lesion. As the ffr guide wire was being pulled proximal to the lesion the pressure exceeded 1.0. The same phenomenon was observed when the ffr guide wire was used to treat both lesions. Reportedly, the pressure was not properly held inside the patient anatomy distal to the proximal end of the copilot. The site indicated that the issue may be due to improper connection of the copilot with the guide catheter or possibly due to an issue with the copilot seals. No leakage or damage to the copilot was noted or reported. It is unknown if the clamp seal was tightened when the issue occurred. The pressure wire was the only device used at the time. The copilot was replaced with a new copilot and no further problem was observed. There were no reported adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.